Event description:
Pt had a total hip replacement done with a depuy duraloc 58/28mm prosthesis. Shortly thereafter, follow up x-rays showed the locking ring had broken loose. The dr stated that they had at least 4 other cases of this happening. One had resulted in a hip dislocation. Pt was put on a list stating this problem. The dr decided not to replace this prosthesis at that time, unless problems occurred. Two mos later, this hip prosthesis dislocated, and had to be replaced with another total hip replacement prosthesis. The internet indicates there are several other reports of this problem.